Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received with three of the four cruciform blades sheared off at the base and were not returned for evaluation. The one remaining blade is deformed with rolled edges. All features related to this complaint that could be verified during this evaluation meet specifications. However, all features related to this complaint could not be verified during this investigation due to damage. Therefore, this complaint is indeterminate from a manufacturing perspective. A review of the device history record did not show conditions that could have contributed to the reported event.

Event description:
It was reported that during an open reduction internal fixation (orif) procedure of the patella, the cruciform tips of the screwdriver broke off, while advancing the screw into the bone. All pieces were retrieved, which was confirmed by x-ray. The surgeon then selected the solid form screwdriver from the set and completed the procedure without further incident.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for this complaint (B)(4).